Event description:
It was reported that a malfunction occurred with the customer's pump, identified by a malfunction code, but no notable events happened prior to this. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump, which includes updated software. The customer was instructed by technical support to use manual daily injections as a backup therapy.